Manufacturer narrative:
Date of event: exact date unknown, event occurred a month from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing loss of stimulation. It was noted that high impedances were detected when lead check was performed. The patient underwent a paddle lead replacement procedure and was doing well post-operatively. The explanted lead was not returned.